Event description:
It was reported that pump malfunction occurred without any notable events beforehand. It was reported that the customer experienced an elevated blood glucose (bg) level of 606 mg/dl. Elevated bg was addressed by correction insulin injection. Customer did not require assistance from a third-party. Customer contacted technical support, and with assistance successfully reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if any future malfunction occurred.